Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of ¿cable is broken¿ was not confirmed during the inspection. An initial leakage and electrical safety tests were performed during incoming inspection and no leakage was found. Distal end insulation test failed. Due to a chip on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. A technical investigation was performed, and the evaluation found the air/water tube and air/water cylinder had foreign objects likely due to insufficient cleaning. Additionally, the switch number 2 had a cut. The suction cylinder had no color. The plate unit was deformed. Due to deformation of the guide plate ul unit, bending angle in left direction did not meet the standard value. Due to damage on nozzle, water removal ability did not meet the standard value. Due to wear of the angle wire, bending angle in left direction did not meet the standard value. The image guide had a cut. The objective lens had a chip. The bending tube was deformed. The connecting tube, universal cord, and forceps channel had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the colonovideoscope cable was broken. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air/water tube has foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.